Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer received an alarm that the wake button was stuck. Subsequently, an unspecified malfunction occurred. Customer's blood glucose level was over 600 mg/dl and was treated with manual injections. Multiple follow up attempts were made to complete troubleshooting with the customer; however, the customer did not respond to follow up attempts.